Event description:
The physician was using an assurant cobalt peripheral stent for treatment of a lesion in the left iliac. During an attempt to retract the device back into the sheath, the stent got caught and displaced on the balloon. The physician was able to deploy the stent successfully at target lesion. The procedure was completed with placement of another stent in the right iliac. There was no patient problem and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: root cause undetermined limited information/device not received for evaluation. Device not received for evaluation.